Manufacturer narrative:
Additional information : there are eight (8) products that were affected. Previously reported as one (1). Device manufactured between august 09, 2018 to august 10, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. There was no patient involvement. No additional information is available.